Manufacturer narrative:
Date the device was returned to manufacturer is unknown. (B)(6). Investigation summary: bd received samples and photos provided by the customer facility for investigation. The samples/photos were evaluated and the customer's indicated failure mode for red cell hang-up with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples/photos, the customer¿s indicated failure mode for red cell hang-up with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the material used in the manufacturing of the tube. As a result, bd has reviewed specific areas in the manufacturing process where the cause of this issue may have originated and corrective actions have been implemented. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation.